Event description:
Caller reported that the pharmacy indicated the patient's device was broken and they were seeking a replacement. Pae reported by (B)(6). At hcp, dr. (B)(6), md's office. (B)(6) did consent to follow up. (B)(6).